Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2022 and the absorbable strap was used. It was reported that at the moment of activating the strap, it only gives five units, which are not fixed properly and are subsequently blocked. It was also reported that the change was made for another which works very well. It was reported that the procedure was successfully completed. There were no adverse patient consequences reported.